Manufacturer narrative:
(B)(4). Baxter evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion alarms which were not reproduced. However, evaluation found the upstream sensor to be failing which has a causal relationship to the identified symptom. The failed upstream sensor was replaced to correct this condition. Additional information: device alarm system issue.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.